Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as being 'severely tortuous'. It was reported that the operator used the microcatheter to delivery a guidewire to the a2 normally and then prepared to deploy the subject stent. No anomaly was noticed before use. The subject stent was flushed and delivered to parent vessel and after located the operator withdrew the microcatheter to deploy the subject stent. The tip of the subject stent was deployed normally but after 1/3 of the subject stent was pushed out, big resistance was encountered when retracing the microcatheter. After several pulling and pushing, the microcatheter could be withdrawn back under big force to deploy the subject stent. However under dsa (digital subtraction angiography) the operator found the tip marker of the microcatheter and the tip area of subject stent delivery wire (sdw) were left inside the vessel. The operator checked the subject stent and found the position of it was a little bit lower but was still able to cover the neck, so filled coils to finish the procedure. After the procedure, the operator checked the microcatheter and the subject stent delivery wire and found 1cm from tip of the microcatheter was fractured and the tip of the subject stent delivery wire was also fractured. While there are a number of potential causes for the reported event, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the as reported events of sdw broken/fractured during use, stent friction and un-retrieved device fragments.

Event description:
It was reported that during left anterior cerebral artery (aca) stent assisted coil embolization case, resistance was encountered when subject stent was being deployed and after several attempts the microcatheter could be withdrawn to deploy the subject stent. However, under digital subtraction angiography (dsa), the physician found that the tip of the subject stent delivery wire and the microcatheter had fractured and were left inside the patient's vessel. No attempt was made to remove the broken fragments of subject stent delivery wire and catheter. The procedure was completed successfully and there is no post-procedure complication to patient.

Event description:
It was reported that during left anterior cerebral artery (aca) stent assisted coil embolization case, resistance was encountered when subject stent was being deployed and after several attempts the microcatheter could be withdrawn to deploy the subject stent. However, under digital subtraction angiography (dsa), the physician found that the tip of the subject stent delivery wire and the microcatheter had fractured and were left inside the patient's vessel. No attempt was made to remove the broken fragments of subject stent delivery wire and catheter. The procedure was completed successfully and there is no post-procedure complication to patient.

Manufacturer narrative:
This is 1 of 2 reports.